Manufacturer narrative:
A ge service rep performed an on site investigation. The system nodes and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a generator error. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.